Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii colonovideoscope was clogged with vaseline that the patient either ¿ingested or placed in rectal area in large volumes¿. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This event occurred due to the subject device having undergone insufficient reprocessing. This report is being submitted to capture the insufficient reprocessing that led to the excess vaseline present on the device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The channel was found clogged. Additionally, the distal end adhesive was cracked. The plastic cover had dents and scratching present, and there was white debris coming out of the light guide tube, impacting the suction flow. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5, e2, & e3. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that the channel was clogged with vaseline as the patient coated coloscopy prep pills with vaseline to swallow. Reportedly, the biopsy channel was inspected prior to the last procedure and no abnormalities were noted. The reprocessing steps were followed in accordance with the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that this event occurred during a colonoscopy procedure. According to the initial reporter, as a result of the failure, the intended procedure had to be cancelled and rescheduled. However, despite the scheduled procedure, the initial reporter confirmed that this event did not impact the patient¿s condition.